Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. One unit was returned for evaluation of the failure and pictures by the customer were provided. Unit returned was received inside of a plastic bag which was not the original package. Sample was submitted to visual inspection and leak test inspection base on procedure. Sample returned present damage in the body breathing circuit and connector. Leak test inspection was performed in the piece returned through the equipment manometer. Piece returned was detectable as rejectable. According to the inspection, the leakage problem was confirmed because the circuit was damage in the connector and circuit body. Sample was submitted to visual inspection and leak test inspection base on procedure. Sample returned present damage in the body breathing circuit and connector. Leak test inspection was performed in the piece returned through the equipment manometer. Piece returned was detectable as rejectable. According to the inspection, the leakage problem was confirmed because the circuit was damage in the connector and circuit body. The reported event could be confirmed. The most probable root cause was that the damage occurred after the product left manufacturing medical facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that during a pre-use check, the customer noticed air was leaking from the connection part of the anesthesia circuit. No patient injury was reported.